Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver revealed that the secondary motor cam follower was out of the bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed three new 2d alarms (secondary motor voltage too high). The first alarm was likely produced at syncardia during the last servicing of the driver prior to shipping it to the customer. The second alarm was likely the alarm experienced by the patient, produced as the result of the engagement of the secondary motor. The third alarm could have been produced by power cycling the driver again while the secondary motor was still out of bdc position. During investigation testing, both the primary and secondary motor circuits of the driver were tested and functioned as intended. An extended observation run was also performed, during which the driver performed as intended and no abnormalities were observed. The customer-reported issue was reproduced by operating the driver on the secondary circuit system, but no evidence of a device malfunction was found. The root cause of the secondary motor engaging (which caused the driver alarm) could not be determined, but may have been caused by impact shock as a result of rough handling or a near drop (jolt). The freedom driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver. There was no reported adverse patient impact.